Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to tower door issue. A field service engineer stated that the customer was able to resolve the door issue by failing it and recovering it again. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a tower door failure but was not showing within recover storage space to recover. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.